Event description:
It was reported by the user facility during preparation, the automated impella controller (aic) did not recognize the purge cassette and disc. The disc was noted to be broken and consequently, the console was exchanged. There was no report of patient involvement.

Manufacturer narrative:
The automated impella controller (aic) has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The console logs are consistent with complaint and show multiple purge change wizard error messages. Inspection of the console revealed broken purge disk retainer, which resulted in console¿s inability to measure purge pressure and detect purge disk. The cause of the issue was a defective component.